Event description:
It was reported that the patient was not feeling well and that the lead integrity alert was triggered for nst (non-sustained tachycardia) episodes and sic (short interval counts) on the right ventricular (rv) lead. Additionally, it did not appear to be any atrial activity during the episodes and there was undersensing of p-waves. The patient was seen at the clinic and a chest xray and programmer testing diagnosed that both leads were grossly dislodged. It was also noted that the rv lead had no capture. Both leads were explanted and replaced. At the lead revision procedure it was noted that when the pocket was opened and the leads dissected the atrial lead was already out of the venous anatomy and there was tissue in the helix. Also, on inspection of the rv lead the svc coil appeared to have damage on the proximal end. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 6947m55 lead, implanted: (B)(6) 2014; a 419478 lead, implanted: (B)(6) 2014. (B)(4).